Event description:
It was reported that the valve of the foley catheter was faulty. Per follow-up information received from ibc on 16feb2023, stated that the district nurse and user couldn¿t deflate the balloon with a 10ml leur lock syringe. They instilled a further 8mls of sterile water into the balloon and then tried to withdraw fluid without any luck. The user inserted a needle and syringe above the balloon valve to try and deflate but could only get 2 mls out. The user gave up and left after arranging an urgent cystoscopy with urology. Approximately 30 minutes later the patient noticed that the catheter had fallen out. The user checked the balloon on the catheter after it fell out and found that they could inflate it with air but could not deflate it. However, as soon as the user took the syringe off the balloon deflated.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. It is unknown whether the device had met relevant specification. A potential root cause for this failure mode could be thin rubberize wall (example: causing collapse/ pinched inflation lumen under the balloon). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the valve of the foley catheter was faulty. Per follow-up information received from ibc on 16feb2023, stated that the district nurse and user couldn¿t deflate the balloon with a 10ml leur lock syringe. They instilled a further 8mls of sterile water into the balloon and then tried to withdraw fluid without any luck. The user inserted a needle and syringe above the balloon valve to try and deflate but could only get 2 mls out. The user gave up and left after arranging an urgent cystoscopy with urology. Approximately 30 minutes later the patient noticed that the catheter had fallen out. The user checked the balloon on the catheter after it fell out and found that they could inflate it with air but could not deflate it. However, as soon as the user took the syringe off the balloon deflated.